Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient experienced a reboot on the controller while connected to both batteries. After log files were sent, based on recommendation from clinical engineer the controller was switched out. There were no damages to the controller ports. The patient described a "red alarm" and had not discussed using excessive force when trying to connect. It is unknown if an audible click was heard when the power source was connected to the controller. No impact on the patient was noted. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a controller power-up and associate motor start event on (B)(6) 2015, indicative that both power sources were disconnected from the controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level; the controller performed as intended. Therefore the exact root cause of the reported issue could not be determined. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.